Manufacturer narrative:
The field service engineer (fse) observed air in the wash pump and in the tubing to the pipettor and dispense probes. The fse replaced the o-rings between the manifold and the precision and wash pumps. In addition, the fse replaced the wash valve gasket and stator, and precision valve gasket and stator. The fse proactively replaced the peristaltic pump tubing for the aspirate probes and vacuum bottle as a precautionary measure. The fse primed the instrument and verified no air bubbles were present in the instrument's fluidics system. The fse discovered the aspirate probes slightly bent and replaced the probes. The fse cleaned the incubator belt track and wash carousel then completed system check and high sensitivity system check, which passed within specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation.

Event description:
The customer reported erroneous troponin I (access accutni) and creatine kinase-mb (ck-mb) results, for four patients that did not correlate with the patients' clinical status involving the unicel dxc 600i synchron access clinical system. Subsequent testing of the patients' samples, on the original analyzer and an unknown alternate system, produced non-reproducible results. In addition, one patient obtained an erroneous b-type natriuretic peptide (bnp) result that was above the normal reference range; a repeat analysis recovered a lower result within the normal range. Two ck-mb results were released from the laboratory and an amended report was issued to the hospital. The erroneous troponin I and bnp results were not released from the laboratory. There was no report of patient injury requiring medical intervention or change to patient treatment associated with this event. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.